Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It reported that the device was in hardware reset (hwvvi) mode. The device was explanted and replaced.